Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) has been confirmed. Upon investigation, the monitor q11 had a high diode drop due to contamination on the j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.